Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "deflation". Healthcare professional later confirmed the deflation report and also reported capsular contracture baker grade I. This record is for the left side. Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report has been previously reported through asr on 07/17/2013 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side moderate breast pain. Patient later reported "deflation". This record is for the left side. Device remains implanted.